Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent struts got deformed. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent struts got deformed. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent struts got deformed. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Updated b3: date of event. Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.